Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with blank display due to moisture damage electronic assembly. Unable to verify frozen screen. Unresponsive button due to blank display. The insulin pump had a scratched display window, cracked battery tube threads and cracked reservoir tube.

Event description:
It was reported that the customer's insulin had a blank display. The battery was changed and the display returned, but the customer did not feel comfortable with the device. It was stated that the customer experienced high blood glucose and was treating with manual injections. Troubleshooting was performed and the scroll bar was not moving up or down without input from the customer. The caller stated that the buttons were unresponsive, and the time clock was not changing. The customer had changed the battery multiple times, but the device had a frozen display. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.